Event description:
Customer purchased a gum toothbrush turquoise/clear with white bristles. After a few months use, the bristles began falling out in their mouth. This has never happened to me before with any toothbrush, and customer was concerned about the safety of the product.